Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not be returned for further evaluation. Therefore, root cause was not determined. However, it was discovered through a picture that the turbine cable was not connected and had the customer reseat connectors for the touch screen issue, and the unit began to work again. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator touch screen does not work and that there is a vent inop (inoperable) error. The customer confirmed that there was no patient associated with the reported event.